Manufacturer narrative:
Evaluation: results: drive link assembly.

Event description:
It was reported by service report that the foot end jack was drifting and the brakes were not performing to specification. No patient involvement or adverse consequences are reported.